Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable in its wrist. The cables were exposed. The procedure was completed with no reported injury. On 12/27/2024, following additional information was obtained from site's robotic coordinator : the mega suturecut needle driver instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was suturing the tissue when issue was identified. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were cables visibly protruding from distal end of instrument but, customer was unsure about what movements do they control. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images were not available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.